Event description:
Procedure type: hysterectomy. According to the reporter: the needle of the polysorb broke inside the patient's cavity during surgical intervention. The surgeon was able to locate and remove the needle with a different instrument. A new sulu was opened with the same instrument and the case was completed. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).